Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega needle driver instrument and the complaint was confirmed. The instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the name instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that prior to starting a da vinci-assisted gastric bypass procedure, pre-anesthesia, a broken cable was getting out from the wrist of the mega needle driver instrument. The procedure was completed with no reported injury or delay.